Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the pre-close technique was not used. It should be noted the electronic proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed reports it was confirmed that the proglide devices were inserted adequately enough to achieve bleed back prior to deployment. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose proglide device with the same reported issue referenced is filed under separate medwatch report number.

Event description:
It was reported that vessel puncture closure was attempted using two proglide devices with an 8.5f sheath after an ablation intervention. Reportedly a cuff-miss suture retrieval issue occurred on both the first and second proglide devices in the patient with thick subcutaneous tissue. A third proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.